Event description:
It was reported that the customer experienced high blood glucose levels (300-600 mg/dl). The customer switched to manual injections for correction.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.